Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Review of the log data was performed and permanent signal loss was observed. The reported issue of low transmitter battery was confirmed via product testing. This complaint is reportable based on the finding of permanent signal loss via log data review. No additional patient or event information is available.